Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch¿ bi-directional navigation catheter and the patient suffered cardiac tamponade requiring pericardiocentesis. After 4 hours into the procedure, while ablating at 25w in the coronary sinus, the patient blood pressure dropped. The echography visualized a small effusion. After a waiting time of 15 minutes, physician gave heparin antagonist. After another waiting time and blood pressure monitoring, they decided to perform an epicardial punction and 250ml were removed. The procedure was not successfully completed. The physician¿s opinion on the cause of this adverse event is that it was procedure related. The patient outcome of the adverse event was reported as improved. Device investigation details: the device investigation has been completed which included a manufacturing record evaluation (mre). A manufacturing record evaluation was performed for the finished device 30616205m number, and no internal action related to the complaint was found during the review. Since the device was discarded and not received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Based on the completed mre, the h4. Device manufacture date and d4. Expiration date fields have been populated with manufacturing date: 2021-08-23 and expiration date: 2022-08-22. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Investigation is in progress, once completed a supplemental will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ((afib)) ablation procedure with a thermocool® smart touch¿ bi-directional navigation catheter and the patient suffered cardiac tamponade requiring pericardiocentesis. After 4 hours into the procedure, while ablating at 25w in the coronary sinus, the patient blood pressure dropped. The echography visualized a small effusion. After a waiting time of 15 minutes, physician gave heparin antagonist. After another waiting time and blood pressure monitoring, they decided to perform an epicardial punction and 250ml were removed. The procedure was delayed due to the reported event. Echography, heparin antagonist injection and pericardial puncture to remove blood were provided as intervention. The procedure was not successfully completed. The physician¿s opinion on the cause of this adverse event is that it was procedure related. The patient outcome of the adverse event was reported as improved. The patient required extended hospitalization because of the adverse event for monitoring. A smartablate generator was used during the procedure with the correct catheter settings were selected on the generator. The visitag module was used, the parameters for stability used were time: 3sec, force over time (fot): 3g and 25%, range: 3mm. No additional filter was used with the visitag. Color option used prospectively was ablation index. A transseptal puncture was performed. An abbott medical sl0 transseptal needle was used. Prior to noticing cardiac tamponade ablation was already performed. There was no evidence of steam pop. This event occurred during the ablation phase in cs. An irrigated catheter was used in the event, the flow setting was high flow 20ml and low flow 2ml. The pump was switching from ¿low¿ to ¿high¿ flow during ablation.